Manufacturer narrative:
The device returned for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being reported due to the clip opening while establishing final arm angle. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw clip was positioned in the valve and grasped a2/p2 successfully. During first establishment of final arm angle (efaa), it would continuously open from 20 to 45 degrees. The clip was closed and reopened to 90 degrees, then reclosed. Two more efaa tests failed due to the clip opening. A replacement xtw was then implanted without issue. An additional xt clip was also implanted without issue, reducing the mr to grade 1. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement associated with the clip opening while establishing final arm angle (efaa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the device analysis, the cause for the clip opening during efaa could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.